Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during lithotripsy the device pull wire broke and the tip of the basket did not detach. The procedure was completed with another trapezoid rx lithotripter compatible basket device. The procedure was completed with another type of device. The account reported that an alliance handle was used during the lithotripsy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010. According to the complainant, during lithotripsy, the device pull wire broke and the tip of the basket did not detach. The procedure was completed with another trapezoid rx lithotripter compatible basket device. The procedure was completed with another type of device. The account reported that an alliance handle was used during the lithotripsy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the clear outer sheath was pushed back for a length of 3 millimeters from the distal end of the coil. The coil was found to be buckled in multiple places near the distal end. The handle cannula inside the handle was found to be bent and broken. The cannula was found to be partially collapsed at the break indicating that it was most likely bent before it broke. A functional evaluation of the device could not be performed due to the damage to the coil and handle. The tip of the basket was present at the distal end of the coil. The condition of the returned incident device was consistent with the complaint incident that the device pull wire broke inside the handle. During the evaluation the tip of the basket was found to be intact. It is unknown if the cannula became damaged due to attempts to actuate the device after the coil had become buckled or if the damaged is due to interaction with the alliance handle. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
(B)(4) (tip did not detach). The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).